Event description:
Imris mayfield pin (double) slipped on the patient left side of head resulting in a 1.5 in laceration to the peds patient head. 3 staples applied to laceration and the surgery proceeded. Imris mayfield sent back to imris for evaluation of the mayfield lock potentially not locking properly per the imris tech that was here on friday doing the quarterly pm. We felt that he needed to return it to the company for further testing and would send a replacement imris mayfield tuesday morning. Loaner imris mayfield was received and the other imris mayfield was returned to imris per the imris protocol with the cleaning process.